Event description:
Customer reported his adc freestyle freedom lite meter did not turn on with button or test strips insertion. On (B)(6) 2018 at 06:00 p.m., customer self-presented to the hospital where a blood glucose reading of 600mg/dl was obtained on the hcp meter. Customer was treated with 12 units of lantus (insulin glargine), metformin 500mg,100 mg of an unspecified medication for chest pain. Customer was prescribed with new medication lantus. Customer reported that he stayed in the hospital till next day (B)(6) 2018 (time unknown) and the readings were between 150 mg/dl to 180 mg/dl before he went home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did not power on with button depression or with strip insertion. The meter was sent for further investigation and de-cased. Upon visual inspection of the pcba (printed circuit board assembly), liquid ingress corrosion was observed. No malfunction or product deficiency was identified. This also serves as a correction report. Pma510k#: was incorrectly documented in the initial MDR 30 day report. Pma510k#: has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle freedom lite meter did not turn on with button or test strips insertion. On (B)(6) 2018 at 06:00 p.m., customer self-presented to the hospital where a blood glucose reading of 600mg/dl was obtained on the hcp meter. Customer was treated with 12 units of lantus (insulin glargine), metformin 500mg,100 mg of an unspecified medication for chest pain. Customer was prescribed with new medication lantus. Customer reported that he stayed in the hospital till next day (B)(6) 2018 (time unknown) and the readings were between 150 mg/dl to 180 mg/dl before he went home. There was no report of death or permanent injury associated with this event.